Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a gynecological procedure on, (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and urge incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems and dyspareunia. It was reported that patient underwent repair of vaginal graft erosion on (B)(6) 2011 and excision of vaginal graft procedure on (B)(6) 2011. No additional information was provided.(B)(4).